Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, it was difficult to pull the guide catheter and the stent could not be deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of guide catheter broken. The delivery system was returned for evaluation with a non-bsc guidewire retracted into the delivery system. Visual evaluation of the returned device revealed the suture to be intact at the distal end of the push catheter. The suture hole on the push catheter was torn. The guide catheter was stretched and broken at the proximal end. The distal end of the guide catheter was noted to be kinked, likely due to the suture embedding inside the guide catheter during attempted deployment. The broken guide catheter indicates force was exerted on the device during the procedure. The damage noted to the device is likely due to anatomical or procedural factors encountered during the procedure such as tortuous anatomy or maneuvering of the device; therefore, the most probable root cause for this event is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.